Event description:
It was reported that the user experienced a low glucose event while leaving a store, with their dog alerting to a potential seizure, after which a seizure occurred lasting about 2.5 minutes; the user noted the ilet indicated low glucose, lacked glucose tablets, treated with grapes and later apple juice, did not call emergency services, was driven home by a caregiver, and reported that glucose returned to range after about an hour. Symptoms included hypoglycemia and a convulsion/seizure. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.